Event description:
The following is based on a review of the pt's medical records provided to davol by the pt's atty: on (B)(6) 2005 - the pt was implanted with a bard/davol composix kugel mesh during an urgent incarcerated ventral hernia and bowel obstruction repair procedure. On (B)(6) 2014 - the pt began experiencing undefined problems with the mesh. On (B)(6) 2014 - the pts surgical incision began to leak fluid and pus. A CT scan revealed that a large abscess had developed around the mesh. On (B)(6) 2014 - the pt underwent an abdominal wall exploration with excision of the old composix kugel mesh and a primary ventral hernia repair. Of note, per operative report "there was a single small fluid collection that tunneled down below the rectus fascia and this was opened, exposing an old kugel mesh with fluid that did not appear grossly infected, but certainly inflammatory."

Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. The medical records indicate the pt was treated for recurrence of hernia. Infection was also reported. Recurrence is listed as a known possible adverse reaction is the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however may require removal of the prosthesis." A mfg review was performed an found no evidence of a mfg related cause for the alleged event. If add'l event and/or evaluation info is obtained, a f/u MDR will be submitted.